Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that the nurse said they programmed a bolus (which can be seen), but then it is uncertain what the nurse did when it was over, because instead of infusion transition back to the previous rate, it appears the nurse changed the rate, but entered the dose instead of the rate so it was supposed to be running at 250 mcg/hr (12.5 ml/hr) and it was running at 5000 mcg/hr (250 ml/hr). The customer was trying to see what buttons the nurse pushed as the customer doesn't think it was pump malfunction, but needed to confirm. The information on patient impact is unknown.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the nurse said they programmed a bolus (which can be seen), but then it is uncertain what the nurse did when it was over, because instead of infusion transition back to the previous rate, it appears the nurse changed the rate, but entered the dose instead of the rate so it was supposed to be running at 250 mcg/hr (12.5 ml/hr) and it was running at 5000 mcg/hr (250 ml/hr). The customer was trying to see what buttons the nurse pushed as the customer doesn't think it was pump malfunction, but needed to confirm. The information on patient impact is unknown.